Manufacturer narrative:
Device discarded by customer. The impella 2.5 pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) years old (B)(6) male patient had impella 2.5 pump inserted in the right femoral for acute myocardial infarction (ami) with shock. The patient had leg ischemia on the fourth day after the pump was removed. Surgical repair to treat the ischemia included a sheath inserted in the right common iliac artery to transfer blood.